Manufacturer narrative:
(B)(4). Date of event occurred in 2014. This medwatch report is in response to receipt of maude event report #: mw5085925. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair on (B)(6) 2012 and the mesh was implanted. Approximately two years after mesh was implanted, the patient reported a bad intermittent stabbing burning ache in his groin that went down into his right testicle down the inside of his right leg, and up the right side of his abdomen. It was reported that throughout the next four years the pain worsened until it became a daily thing causing other health issues including insomnia, nausea, loss of appetite, depression, increased weakness in his right leg. The doctor recommended amputation of the patient's right testicle to alleviate pain. It was also reported that nothing has been changed with pain except there is no testicle to absorb the shock and nausea and problems/pain popping increased. The patient also reported that he sleeps randomly when exhausted or his medications prevent him to wake up to the point he falls asleep walking/standing. No additional information was available.